Event description:
During overnight evaluation in sleep clinic, pt rec'd eight millimeter burn to forehead where ground lead was placed. The size of the burn was equal to the size of the diameter of the electrode. Injury required f/u treatment with plastic surgeon.